Manufacturer narrative:
The cable was returned to the manufacturer for analysis. Analysis found that there was physical damage to the connector pin of the cable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value. No 510(k) provided as this device is not released for distribution in the united states.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available at the time of filing. Device manufacture date is not available at time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that a connector pin of the surgeon monitor external cable was broken. The cable was replaced with a back-up one and the issue was resolved.